Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-19448. It was reported, the pt fell multiple times and damaged the lead resulting in ineffective stimulation. The pt's system was explanted approx two years ago.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.